Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for supracondylar fracture of femur of left side with the plate for right side. Before the surgery, the doctor ordered a right plate for fracture of femur on (B)(6) 2022. The right plate was arranged as ordered. On the day of surgery, it was confirmed that the actual fracture site was left side while the patient was already under anesthesia. Arrangement was made immediately for the left side, but the start time of surgery was delayed for another unknown reason, so the right plate was used as it is for the affected area on the left side. The plate for right was used by bending. The plate for left side arrived during the screw-insertion of the first one, but the surgeon did not re-place the plate, and the plate for the right side was used as it was. The surgery was completed successfully with over 30 minutes delay. According to the doctor who ordered the plate for the right, het had just transferred from another workplace and the way the in-hospital system was used for order was inappropriate. No further information is available. This complaint involves one(1) devices lcp-df 4.5/5 r 7ho l196 tan.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j sales representative. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.